Event description:
The customer stated that the axsym rubella igg reagent calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer attempted to recalibrate three times without resolution. All maintenance is up to date and daily and monthly decontaminations performed. The customer replaced all the bulk solutions and opened a new master calibrator of the same lot. Abbott technical service advised the customer to centrifuge the calibrator and use the supernatant to calibrate which resolved the issue. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.